Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the implanting physician kinked the balloon catheter while retracting the flex catheter during deployment (not during valve alignment) and appeared to fracture balloon lumen. The fcs had concerns that the balloon lumen was damaged, so she asked the physician to attempt to "dial in" the contrast fluid to see if balloon tip would expand. No fluid could be advanced through the balloon lumen. The valve was pulled back into the esheath+ and esheath+ and delivery system were removed as one unit. A new esheath+ was inserted immediately and a new valve/ds prepped. The new valve was implanted with no issue.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and functional testing were completed. Due to the condition of the returned device, no dimensional testing was able to be performed. Imagery was provided. The returned device was visually evaluated, and the following was observed: engineering did not observe a kink on the guidewire lumen or flex shaft. Engineering noted that the valve appeared to be fully aligned on the inflation balloon. No abnormalities observed on the flex tip. 3mensio report was evaluated, and the following was observed: calcification present in the landing zone. Patient had normal aorta. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with difficulty or inability to inflate balloon, resulting in procedural delay. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for kink was unable to be confirmed, while the complaint for system component damaged was not confirmed based on the evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Per event description, 'the implanting physician kinked the balloon catheter while retracting the flex catheter during deployment (not during valve alignment) and appeared to fracture balloon lumen. The fcs had concern that balloon lumen was damaged, so she asked the physician to attempt to "dial in" the contrast fluid to see if balloon tip would expand. No fluid could be advanced through balloon lumen.' During product evaluation, no kink was observed on the guidewire lumen or flex shaft, and the delivery system was able to be fully inflated without any difficulty. Additionally, there was no reported valve alignment difficulty and the 3mensio report showed normal aorta. Without the procedural images, further investigation could not be performed, and therefore, a definite root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards/ supplier defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.